Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. No damage was reported to the battery compartment or battery cap. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery., the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. No damage was reported to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.